Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 473mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification. The insulin pump passed the self test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.